Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17dec2018. Philip's service engineer (se) inspected the device. The se checked and reset the motor controller printed circuit board (pcb) on the main pcb, performed testing and all tests passed.

Event description:
It was reported that the ventilator was not switching on. There was no patient involvement. The event date was not specified; estimate used.